Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (reference 0001825034-2016-01497 / 01499 / 01500).

Event description:
Patient was revised due to acetabular liner wear approximately 17 years post-implantation. Acetabular liner was removed and replaced.